Event description:
Pt used generic brand test strips 2-3 months ago which produced false readings. Reading was between 90-95. He went back to the brand name which showed a reading of 275. This was when he realized the generic brand must have been producing false readings. He stated there were no changes in his diet.